Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. Session records and analysis of device image indicated device operated at high pacing output settings at times as well as cap confirm and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as cap confirm and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis found no anomaly. Assessment of total projected longevity was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented with a pacemaker that was exhibiting premature battery depletion. The pacemaker was explanted, and new pacemaker was implanted. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.